Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were uncomfortable breathing and needed take "very deep breaths". The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.